Manufacturer narrative:
Examination of the submitted devices found evidence indicating poor alignment. The investigation could not draw any conclusion about the root cause of the poor alignment. The initial reporting stated the products were not suspected of failing to meet specifications. A search of the complaint database did not show any other reports against the mfg lots. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional info be received, the investigation will be re-opened.

Event description:
The pt was revised because of malalignment of the femoral and tibial components.